Event description:
The account alleges that during an emergent pericardiocentesis procedure, the access guidewire coil started to unravel. The patient was hemodynamically unstable and diagnosed with cardiac tamponade at the time. The access wire was discarded, and a new kit was opened and used to complete this procedure for the patient.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was not returned for evaluation. A photograph was provided by the account. The complaint is confirmed based on the photo received from the account. A root cause could not be conclusively determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be re-opened.